Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a routine device replacement procedure, the left ventricular lead was suspected to be fractured. The pin was securely in the header, but when the physician tugged on the proximal portion of the lead, a "clicking sound" was heard, which may indicate a fracture in the header portion. The lead was capped and not replaced due to an improvement in the patient's heart failure status and a physician-elected device downgrade. No patient complications have been reported as a result of this event.